Event description:
It was reported that, following implant, interrogation of the pump showed that a motor stall had occurred and the ¿stopped pump period may exceed tube set¿. The messages appear when the reporter attempted to update the pump with the catheter and drug information. The motor stall had occurred on (B)(6) will tube set occurring two days later. It was stated that when the pump was interrogated prior to implant the pump was in shelf state, but there was no motor stall or pending alarm seen. That same day, it was also reported that pump was explanted and replaced due to the motor stall that had not recovered. It was stated that there were no patient symptoms or injuries related to the event. The pump had contained infumorph. About four weeks later, it was reported that the cause of the motor stall was unknown. The patient had not experienced any symptoms due to the motor stall. At the time of report, the patient was doing well and was receiving therapy from the new pump.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Final analysis of the pump found that it passed all non-destructive flow testing. The pump was put back into shelf state and intentionally stalled with a magnet by a technician. The pump was interrogated and did show that the pump was in shelf state and that there was a pending alarm. The pump was then programmed to a therapeutic rate and left to run in a body temperature oven for two weeks. No additional stalls occurred during that time. Destructive analysis revealed a piece of foreign material lying on top of the pump head gear. The foreign material did not appear to have affected performance. There was also slight non-significant residue in the pinion of gear 1, but there were no significant anomalies that were determined to be the root cause of the stall and recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.